Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, insufficient cleaning, deterioration or discoloration due to chemical stress during reprocessing, damage or deformation due to physical stress, and part of the insertion tube caught and pinched were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard inspection of a customer returned asset, insufficient cleaning was noted. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.